Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 25 occurred. The customer was able to load a new cartridge successfully. There was no impact to the customer's blood glucose level. Reportedly, the customer may have removed the cartridge out of sequence; however, this could not be confirmed.